Manufacturer narrative:
The purpose of this investigation was to examine the returned journey bcs insert and determine the reasons that could have caused patella pain and slight instability. The articulating surface of the insert is burnished and has pitting on the surface likely occurred due to third body wear. The backside of the insert has burnishing likely caused due to usage. The ps post of the insert is burnished and has a deformed region on the posterior side due to cam/post engagement during articulation. The ps post on the posterior side has uneven deformation and appears to be more deformed in the lateral direction. The ps post also has a small burnished and deformed area on the anterior side due to contact with the femoral intercondylar notch area. The femoral, tibial and patella components were not available for investigation. Based on examination of the returned bcs insert the reasons for patellar pain and slight instability in the joint could not be determined.

Event description:
It was reported that a revision was performed due to patella pain and slight instability, three and a half years post op.